Manufacturer narrative:
Pending investigation. D10: 3921373 300-01-11 - equinoxe, humeral stem primary, press fit 11mm 3551579 300-10-45 - equinoxe replicator plate 4.5mm o/s 3892240 300-20-02 - equinox square torque define screw drive kit 3565593 310-02-44 - equinoxe, humeral head tall, 44mm (alpha)

Event description:
It was reported that approximately 105 months after a left total shoulder replacement procedure, the patient had a revision surgery due to cuff failure. Everything was removed. The patient was revised to exactech devices. No delay in surgery. No further issues or complications were reported. The patient was last known to be in stable condition following the event. No additional information is available.

Manufacturer narrative:
H3: the reason for the revision reported was likely due to a failed rotator cuff. The cause of the rotator cuff failure cannot be conclusively determined but may be related to an underlying patient condition. However, this cannot be confirmed because the devices were not returned for evaluation, relevant patient information was not provided, and images or radiographs were not provided. Correction: h6 clinical code.